Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the issue occurred during a cerebrovascular surgery, which was continued and completed without delay. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Rse checked the logfiles and confirmed that the disk was full and the user's unreasonable use had caused the problem. Rse instructed the customer to delete the patient images, after which the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Rse confirmed that the user's unreasonable use caused the problem. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system gave exposure not possible, image disk full errors. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the event log and confirmed the reported issue. The rse walked the customer through deleting exams. Once the exams were deleted, the system was returned to use in good working order.